Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient was not receiving effective pain relief from the stimulation. The patient underwent surgical intervention where his entire scs system was removed.